Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. The user's blood glucose level was 250 mg/dl and it was addressed with a manual injection. The user successfully loaded a new cartridge and resumed insulin delivery.